Event description:
There was a loss of pressure and the patient received a laceration. Additional information was received on 05may2016 and 16may2016: on (B)(6) 2016, the (B)(6) male patient underwent for a suboccipital craniotomy for tumor resection. The patient was positioned prone on gel rolls and head secured in mayfield pins. No stereotaxy device was used. Sixty pounds of pressure was applied by the surgeon. Integra disposable adult skull pins were used (product ID: a1072, lot number unknown). The skull pins are not available to be returned for evaluation since they were discarded by the customer. The torque screw released pressure causing the mayfield pin to lacerate scalp. Laceration from the skull pin was noted at end of case when the drapes were removed. No adverse reaction from patient besides suture of scalp laceration. The total length of the procedure was 6.5 hours. The small scalp laceration was sutured. The mayfield device removed from service and sent for repair/evaluation.

Manufacturer narrative:
Integra has completed their internal investigation on 07jun2016. The investigation included: methods: evaluation of actual device. Review of device history records. Review of complaint history. Results: evaluation of device: with respect to the returned unit, it has passed all specific functional testing requirements, except for the lock having rotational movement, this would not have caused a slippage; when unit is properly positioned and put under pressure unit would not have slipped. General maintenance and cleaning required. The returned device was manufactured on december 31, 2008 with no prior service history. No manufacturing or design related trend has been identified. In summary the end user's experience could not be duplicated or confirmed. The returned unit passed all functional testing requirements, however general maintenance is required as this device was manufactured in 2008 with no prior service history.